Manufacturer narrative:
Insulin pump received with missing segments due to a bleeding and cracked lcd glass. A scratched lcd window, cracked case, cracked reservoir tube lip and cracked lcd window was also noted.

Event description:
Customer reported that he was having problems with his insulin pump, it quit working. Customer stated that the insulin pump has been dropped and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.